Event description:
The customer reported that during reprocessing of the flex deflectable videoscope, the distal end of insertion section was found to be damaged. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.